Event description:
Customer reported unexpected negative reactions with cells 2, 4 ,14(d positive cells) of crrid, lot id107, exp. 1/20/09, when testing, a patient sample containing anti-d on the echo.

Manufacturer narrative:
The customer did not return product or sample for investigation testing.